Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) who interviewed the customer and assisted with troubleshooting the unit. The customer confirmed there is no audible tones when the unit is powered on. The device was previously sent to a 3rd party repair shop. The rse provided the customer with a quote for bench repair ; however, there was no response after multiple attempts resulting in a philips closed the case. At a later time, the customer sent the unit to a philips authorized bench repair facility to be further evaluated by a philips bench repair technician (brt). The device was found to be tampered with and it was sent back to the customer unrepaired. Based on the information available in the case, the cause of the reported problem was not confirmed as the unit was discovered to be tampered and returned to the customer without repair. The alleged malfunction was confirmed. The cause of the reported problem remains unknown. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) who interviewed the customer and assisted with troubleshooting the unit. The customer confirmed there is audible tones when the unit is powered on. The device was previously sent to a 3rd party repair shop. The rse provided the customer with a quote for bench repair; however, there was no response after multiple attempts resulting in a philips closed the case. Based on the information available in the case, the cause of the reported problem was not confirmed as the unit was not returned to bench for further evaluation. The alleged malfunction was confirmed. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the speaker malfunction. It is unknown if the device produced sound at the time of the report. The device was in use on a patient at the time of the event, there was no adverse event reported.